Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer's pointer does not match the stylus position. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis was able to confirm the customer comment that the there was a deviation between the programmer stylus and the cursor on the screen. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.